Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. As during the last checked, a month and a half left for this ICD battery and shortly after that the beeping was noted. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. As during the last checked, a month and a half left for this ICD battery and shortly after that the beeping was noted. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported.